Event description:
The nurse reported the infusion function was deactivated. The procedure was not completed. Additional info was requested on the event and pt status. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).